Event description:
Caller reported the customer was unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer was rushed to the hospital and upon arrival, a blood glucose result of 389 mg/dl was obtained on the hcp meter. Customer was treated with "10-20" units of insulin via injection, and also prescribed an antibiotic for her pneumonia and unspecified pain medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained strips. Visual inspection has been performed on the returned meter and no issues were observed. Control solution testing was performed and no issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported test strips have not been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle strips were reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the strips is returned, the case will be re-opened, and a physical investigation will be performed.this also serves as a correction report. Section a-4 (weight) was inadvertently omitted from the initial MDR 30 day report. Section a-4 has been updated.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer was unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer was rushed to the hospital and upon arrival, a blood glucose result of 389 mg/dl was obtained on the hcp meter. Customer was treated with "10-20" units of insulin via injection, and also prescribed an antibiotic for her pneumonia and unspecified pain medication. There was no report of death or permanent injury associated with this event.